Event description:
A consumer reported on a social media platform that following an implantable collamer lens (icl) implantation procedure, this patient experienced eye irritation 1 month post op. Eye drops were prescribed to reduce elevated iop and inflammation. Standard night halos/ glares/ blurred vision/ double vision/ and dryness was also noted. An update form consumer noted that eyes have settled and a combined 20/20 or 20/25 vision depending on the day. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Iop elevation from baseline, significant glare and/or halos (under night driving conditions, are identified in the labeling as a known potential adverse event following icl implantation. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim#: (B)(4).